Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat advanced tricompartmental osteoarthritis of the right knee. The patella was resurfaced, and depuy cement x2 was utilized. The procedure was completed without complications. Records indicate the patient received a revision of the right knee. The indications for the revision and the components revised are unknown. There were no revision operative notes provided. Doi: (B)(6) 2016; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.